Manufacturer narrative:
Additional information: the thumbscrew/lock-pin was checked for securement prior to procedure. The thumbscrew/lock-pin was removed prior to attempted deployment. The device safely removed from the patient and there was no vessel damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst loosened, the stent was fully encased in the device, no part of the stent was exposed. The stent confirmed as 40mm. A 20cc water filled syringe was used to flush the device, the device flushed by both annual spaces, biologics were observed. A 0.014¿ guidewire advanced through the device. The device was set up in the deployment fixture. The stent deployed with a maximum peak force of 2.25lbs. The stent was examined with no abnormality found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a protege rx self-expanding stent during intracranial artery thrombectomy and left carotid artery stent treatment of a plaque lesion in the patients common carotid artery. Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 86% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. A spider fx embolic protection device was used. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used. Deployment issues were reported. The stent was difficult to be pushed in and could not reach the lesion to complete the operation. The stent was not deployed in the patient. After removal, it was found that the stent tip was partially exposed. A replacement medtronic device was used to complete the procedure. No patient injury reported.